Event description:
It was reported that the customer found air bubbles in the reservoir when reconnecting to the insulin pump. It was also reported that the insulin pump has condensation inside the screen and the act button sticks. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2014-51819 regarding the insulin pump.